Event description:
Device has been explanted.

Event description:
Physician has confirmed, rupture. And capsular contracture, baker grade ii.

Event description:
Patient reporting rupture. Healthcare professional later confirmed rupture and capsular contracture baker grade ii. This relates to the left device. Device has been explanted.

Event description:
Patient reporting rupture. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Anxiety¿product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reporting rupture. Healthcare professional later confirmed rupture and capsular contracture baker grade ii. This relates to the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture. This relates to the left device. Device remains implanted.